Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient received an end of life message on the remote control. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well post operatively. The explanted device was kept by the medical facility.